Manufacturer narrative:
(B)(4). Medical device lot #: 1218954 was reported, however, this is not a lot number manufactured for the reported catalog number. Medical device expiration date: unknown. Additional phone number provided: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing with the bd veritor ¿ sars-cov-2 & flu a+b, a false negative result for covid was obtained. Confirmatory pcr testing was performed, and the result was positive. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: tested antigen: negative for covid. Pcr results: positive covid kit lot 1218954.

Event description:
It was reported that while testing with the bd veritor ¿ sars-cov-2 & flu a+b, a false negative result for covid was obtained. Confirmatory pcr testing was performed, and the result was positive. There was no report of patient impact. (B)(4) the following information was provided by the initial reporter: tested antigen: negative for covid. Pcr results: positive covid kit lot 1218954.

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false negative when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number unknown. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The complaint was unable to be confirmed. There are no current trends against false negative. Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time.